Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. A non-bsc stent was deployed in the mid lad. The 2.75x15mm nc quantum apex mr balloon was used to post dilate the placed stent and inflated 16 atms, and the balloon burst on the second inflation. Device was removed intact. The procedure was completed with another 2.75x15mm nc quantum apex mr balloon. No patient complications were reported and patient status is good.